Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture and infection.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: plaintiff suffered, and continues to suffer, from a diagnosis of bia-alcl after breast cancer and double mastectomy, permanent physical injury, significant pain, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, explant surgeries/capsulectomies, breast cancer, bia-alcl recurrence, radiation treatments, scarring, disfigurement, reconstruction, mastopexy, hospitalization, potential future medical treatments, infection, disability, chronic pain, seroma, rashes, itching, extreme swelling, asymmetry of breasts, change in nipple sensation, capsular contracture, heat sensation, mental pain, anguish and fear due to risk of bia-alcl recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, and lost wage earning capacity. Plaintiff has been diagnosed with bia-alcl." This record is for the right side. The device has been explanted and replaced.